Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Unable to evaluate returned test strips since they are multiple mixed vial lot. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 170-189mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been stored in the kitchen and the car. Verified the test strips were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). The customer is concerned with all the results in the meter's memory.